Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms after the pocket closure time of the implant procedure, later cause a lead safety switch (lss). Technical services (ts) discussed possible causes and recommended an x ray. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.